Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, an error code 5 occurred. The titanium tip of the device was broken. The broken part did not fall into the patient. The patient had (B)(6), so the sample was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. .